Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. The treatments appear to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. The other proglide device referenced in describe event or problem is filed under a separate manufacturing report number.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using two proglide devices after a peripheral interventional procedure. Reportedly, the suture came out with the plunger; the sutures did not capture the artery for both proglide devices. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.